Event description:
A customer reported no suction noted at the beginning of the phaco portion of a right eye cataract procedure. The product was replaced and the procedure was completed without consequences to the patient. A product sample was requested for this event.

Manufacturer narrative:
A device history record review shows that the product was released per specifications. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).

Event description:
A customer reported no suction noted at the beginning of the phaco portion of a right eye cataract procedure. The product was replaced and the procedure was completed without consequences to the patient. A product sample was requested for this event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).